Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation.- the proximal end, middle section, distal end, and spring tip were visually and microscopically examined. Inspection of the device found a kink at 4 cm from the proximal end of the rotawire. Functional testing was performed using the returned rotawire. During testing, the returned rotawire was able to be removed with resistance, but was not able to be reinserted due to the kink near the proximal end of the rotawire.

Event description:
It was reported that device entrapment occurred. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified artery. A 1.25mm rotalink plus and a rotawire drive were selected for use. During the procedure, it was noted that the rotawire was kinked in the rotalink catheter, preventing the burr from moving on the guidewire. Upon removal of the burr and wire together, the burr became stuck on the wire. The rotalink plus and rotawire were replaced and the procedure was completed successfully. The patient's status was good post procedure.

Event description:
It was reported that device entrapment occurred. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified artery. A 1.25mm rotalink plus and a rotawire drive were selected for use. During the procedure, it was noted that the rotawire was kinked in the rotalink catheter, preventing the burr from moving on the guidewire. Upon removal of the burr and wire together, the burr became stuck on the wire. The rotalink plus and rotawire were replaced and the procedure was completed successfully. The patient's status was good post procedure.